Manufacturer narrative:
The reported event that led cover is broken off was not confirmed by the device evaluation. During the visual inspection the large led lens was not broken off. Any physical impact to the navigated instrument can cause product damage or operational failure due to battery movement.

Event description:
It was reported that during the service evaluation process conducted at the manufacturer facility the led cover of the device was identified to have broken off. No patient involvement or procedural delays were associated with this event.

Event description:
It was reported that during the service evaluation process conducted at the manufacturer facility the led cover of the device was identified to have broken off. No patient involvement or procedural delays were associated with this event.